Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer also reports to have received lost sensor and weak signal. Customer states that issues with sensor have caused him to go into hypoglycemia. Customer states insulin pump is working fine, he is having problems with sensor. Customer's blood glucose is unknown. Customer declined troubleshooting. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).